Event description:
While analyzing the heart rhythm of a pt (age & gender unknown) the device failed to return a "shock advised" prompt for what appeared to be a shockable heart rhythm. The clinician obtained another device to convert the pt to a viable sinus rhythm. There was no adverse effect to the pt.